Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the surgeon stated the anvil tilted prematurely. That anvil had to be cut out and a new anvil was resewn. The portion of bowel that was incised was sewn. The operating room time was extended over 30 minutes. No buttress material used.